Manufacturer narrative:
Additional suspect device: model sc-2408-56, serial (B)(4), batch 20958876. It is indicated that the explanted leads will not be returned for evaluation as they were discarded. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving adequate pain therapy. An xray revealed that both of the leads had migrated. The patient underwent a lead replacement procedure and was doing well post operatively.